Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate shocks due to t-wave oversensing. The patient then experienced a slow ventricular tachycardia (vt) that was felt to have been brought on by the shock therapy. It was noted that the patient was severely hyperkalemic at the time. Boston scientific technical services (ts) discussed no obvious programming options were available as the presenting electrogram (egm) was different from the stored episodes and keeping the patient potassium level stable was discussed. This product remains implanted and in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered several inappropriate shocks due to t-wave oversensing. The patient then experienced a slow ventricular tachycardia (vt) that was felt to have been brought on by the shock therapy. It was noted that the patient was severely hyperkalemic at the time. Boston scientific technical services (ts) discussed no obvious programming options were available as the presenting electrogram (egm) was different from the stored episodes and keeping the patient potassium level stable was discussed. This product remains implanted and in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.